Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the sensor had intermittent problems. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. The device passed visual inspection, no physical damage was observed. The sensor failed continuity tests, due to an open in the cable on the detector circuit at the bend relief area of the sensor end. The sensor was malfunctioning and provided a "sensor off patient" error message. Corrected data: d2: common device name corrected from "oximeter, product code: dpz" to "oximeter, product code: dqa". G5: PMA/510(k) corrected from "k080238" to "k180046".

Event description:
The customer reported the sensor had intermittent problems. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. The device passed visual inspection, no physical damage was observed. The sensor failed continuity tests, due to an open in the cable on the detector circuit at the bend relief area of the sensor end. The sensor was malfunctioning and provided a "sensor off patient" error message. Corrected data: d2: common device name corrected from "oximeter, product code: dpz" to "oximeter, product code: dqa". G5: PMA/510(k) corrected from "k080238" to "k180046".

Event description:
The customer reported the sensor had intermittent problems. No patient impact or consequences were reported.